Event description:
Just after opening the package, the product was found broken at the connection part between the sg and valve. The surgeon confirmed leakage and used another product to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that when the valve was visually inspected it was noted that the silicone housing has been slightly stretched a slight bend in the valve. Engineering stated that it is quite normal for the silicone housing to bend. It might be likely that the stretched condition of the valve may have occurred when the valve was removed from the packaging. During validation of the device the results confirmed that the device can be bent with tearing the housing. The valve was tested for leaks and no leaks were seen. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code ns9008, with lot number cmbc3w, conformed to the specifications when released to stock on the 16th may 2011. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.